Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device displayed error code 1104 check vent: back up alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse verified error code 1104 in the event log, and the customer requested part ID to replace to correct the issue. The rse advised the customer on replacing the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 29jul2025, 06aug2025, and 14aug2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer called into technical support informing that they have replaced the central processing unit (cpu) printed circuit board assembly (pcba) and is requesting assistance with reprogramming the new cpu. The remote service engineer (rse) assisted customer with v60 manual chapter 7 for reprogramming hours and serial number and provided encryption codes to reinstall the options. The device meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.